Event description:
It was reported that a shuntassistant 2.0 (#fx103t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. Same event as #3004721439-2025-00267.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the shuntassistant 2.0 operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant 2.0 results it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation results, we can determine visible deposits in the shuntassistant 2.0. The deposits did not affect the technical properties at the time of the examination. The valve was operating within the specifications. At the time of the examination, we were unable to determine how the aforementioned functional impairment occurred. Organic material in the patient's own cerebrospinal fluid may have temporarily affected the function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system, depending on its location, quantity, and consistency, leads to a deterioration in performance. The investigation of the return shipment is complete with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.